Event description:
The customer stated that he was hospitalized with a blood glucose reading over 400 mg/dl. The customer also stated that the insulin pump alarmed motor error, another alarm occurred after a battery change, and there was a crack in the display screen. Troubleshooting was performed, and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test due to a defective force sensor. The insulin pump alarmed after the battery was changed due to a dry cell on the interface board. There was also a crack around the case. The occlusion and excessive no delivery tests could not be performed due to the defective force sensor. However, the displacement test passed.